Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a power shutdown. The battery charging issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within an acceptable range. The customer resolved the issue by changing the charging supplies to a non-tandem cable, although tandem does not recommend using third-party cables except for troubleshooting. Technical support informed the customer about precautions concerning insulin clearance and cgm sessions after the pump turns off and arranged to send a replacement tandem charging cable.